Event description:
The explanted generator was received by the manufacturer. However, product analysis has not been completed to date. The return product form indicated the reason for replacement on (B)(6) 2013 as eri=yes. Additional information was received from the treating nurse (aprn) which revealed that the onset of the increased seizures was around (B)(6) 2012. The patient's previous visit was on (B)(6) 2012. The increased seizures were still below pre-vns seizure frequency levels. As a result of the increased seizures, the patient was started on a new medication, onfi. There were no causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the increased seizures.

Manufacturer narrative:
The supplemental report inadvertently did not correct the event date to (B)(6) 2012 as the nurse indicated the increased seizures began around the clinic visit on (B)(6) 2012. The initial report inadvertently indicated the mother did not feel vns was helpful but the notes in fact indicate she felt it was helpful.

Event description:
The patient is followed for rett's syndrome with associated intractable epilepsy and exacerbation. Clinic notes dated (B)(6) 2012 indicated the patient's seizures frequency continued to escalate. The patient was last seen several weeks prior at which time an increase in the vns duty cycle was made. Additionally since that time, the patient's medication was increased. No significant change in seizure frequency noted. At the last visit, the patient averaged one generalized tonic-clonic episode every three weeks. However since the last visit, the events escalated to once per week at the same duration. The mother denied any recent medication changes. Options for improved control were noted to include an increase in vns duty cycle or output, an increase in medication or the use of adjuvant therapy. "Currently, her vns is showing approximately three-fourths of the battery has been used." The nurse planned to pursue prophylactic generator replacement, although it was noted the mother felt vns has not been helpful. No significant changes were noted with the increase in medication which was noted to have room to increase further. The patient was prescribed an additional medication on this visit, and the vns off time was turned down from 0.8min to 0.5min. Attempts for additional information have been unsuccessful to date. The patient had generator replacement surgery on (B)(6) 2013. Product return is expected, but it has not been received by the manufacturer to date. The explant facility reported the reason for replacement as "end of life."

Event description:
The patient's mother felt that vns was helpful for the patient; this information was confirmed by the treating nurse. Product analysis of the generator showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device was replaced prophylactically and was found to be at a near end of service (neos) condition. With the exception for capacitor c4 out of specification, the post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. This is not expected to have an adverse effect on battery longevity.